Manufacturer narrative:
The unit alarmed button error followed by intermittent buttons due to corroded keypad traces. The unit had a cracked case at the display window corners, a cracked display window, a minor scratched display window, cracked reservoir tube window corners, a cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.